Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis confirmed the customer reported complaint of cables tore apart. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The other cables at the wrist of the instrument were undamaged. In addition, the broken piece that fell into the patient did not get returned with the instrument. Based on the information provided, this complaint is being reported due to the following conclusions: the cables from the instrument tore apart and allegedly fell into the patient and the fragment was retrieved laparoscopically during the same procedure.

Event description:
It was reported that during a da vinci umbilical hernia repair procedure, the cables in between the mega needle driver instrument sprung open and tore apart. The cables frayed inside the patient and the surgeon was able to retrieve the frayed pieces. There was no injury reported to the patient. On february 10, 2016, intuitive surgical inc., (isi) received additional information from the initial reporter regarding the reported event. The customer indicated that the instrument was in use for about 30 minutes before the cables sprung open and tore apart. The piece was removed laparoscopically using a grasper instrument. There were no post-operative tests or x-ray performed to locate the part. There was no instrument or tool collision. The customer confirmed that that there was no patient harm, adverse outcome or injury.